Manufacturer narrative:
Analysis of the pump on (B)(4) 2018 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. Analysis also revealed a motor feedthrough anomaly regarding shorting across the insulator. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2018-feb-07 from a manufacturer representative reported a motor stall was reported in the logs. The patient was experiencing withdrawal symptoms. There were no known factors that might have led or contributed to the issue. Telemetry showed a motor stall. Replacement was scheduled for (B)(6) 2018. The issue was not resolved at the time of the report. The patient status at the time of report was alive no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump was returned to the manufacturer for analysis. As per the manufacturer¿s device registry, the pump was replaced on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl with concentration 5000 mcg/ml at a dose rate of 4172.3 mcg/day and baclofen with concentration 423.3 mcg/ml at a dose rate of 353.23 mcg/day via an implantable pump for spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). It was further noted that multiple motor stalls and recoveries occurred with numerous stalls going back to (B)(6) 2018. It was further described that the logs were full of stalls, so they were unable to know when the first stall occurred. The date of the event was unknown. The patient experienced withdrawal type symptoms. The change in therapy/symptoms occurred suddenly. The patient was in the emergency room on (B)(6) 2018 and they had not yet contacted the managing physician, but they were planning to do so. On (B)(6) 2018 an hcp called back regarding this patient to read the logs to check for additional stalls. The hcp was walked through reading the logs, creating a print file, and printing them. No further patient complications have been reported as a result of this event.